Manufacturer narrative:
Zoll has not received the zoll platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported that the autopulse platform displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message upon powering on. No patient involvement.